Event description:
Customer complaint reports "wire is crooked. Tortuosity was observed in the guide wire before use." No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports "wire is crooked. Tortuosity was observed in the guide wire before use.". No patient involvement.

Manufacturer narrative:
Qn#(B)(4) the customer returned multiple components of an opened arterial kit for analysis. The components were returned within the packaging. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one kink towards the proximal end and one bend towards the distal end. Evidence of creasing was observed on the protective tubing. The guide wire was kinked in the same area where the protective tubing and outside packaging of the sac was also noted to have folds/creases. The lid stock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kink on the guide wire measured at 53mm from the proximal end. The bend on the guide wire measured at 28mm from the proximal end. The guide wire total length measured 252 mm which is within the specification of 245.2 - 254.0 mm per the guide wire graphic. The guide wire outer diameter measured 0.432 mm which is within the specification of 0.432 - 0.457 mm per the guide wire graphic. The guide wire was threaded through the returned catheter. The undamaged portions of the guide wire were advanced and passed through the catheter with minimal resistance. The included IFU informs the user, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter." A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained multiple distinctive kinks/bends near the same location as the bends and creases on the protective tubing and outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.